Event description:
A report of the pt having difficulty charging was received. The pt's pocket site is black and blue, causing pain and a burning sensation. The physician will revise the pt's pocket site.